Event description:
It was reported a fiber was returned without performance allegation information. Analysis of the returned fiber revealed that the glass cap was detached and it was not returned.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified glass cap detachment/separation occurred due to excessive cap wear during the procedure. Cap wear could accelerate due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which could limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to glass cap detachment. It is probable that interaction during the procedure between the user and device caused or contributed to the identified glass cap detachment/separation. According to the instructions for use, if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual analysis identified that the glass cap was detached and it was not returned. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify additional breaks along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states: in the unlikely event of a detached tip, it may be visually located through an appropriate scope and removed using forceps. Irrigate the area thoroughly to remove any traces of fiber or other material. If the aim beam or working beam exit the end of the fiber, discontinue use immediately and discard the fiber. If excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. Investigation conclusion: based on analysis results a conclusion code of conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device, caused or contributed to the observed fiber tip damage.